Manufacturer narrative:
(B)(4). The field service representative (fsr) replaced the device with a new level sensor. The unit operated to the manufacturer¿s specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the level sensor passed thin-wall test, but failed thick-wall test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the level sensor to function normally when tested on thin side of reservoir test fixture, but did not function on thick side of reservoir test fixture. Sensor membrane was deformed and was the likely cause of the failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.